Event description:
A part in the scissor arm of the x-ray unit broke, causing the arm open up quickly.

Manufacturer narrative:
The user was moving the arm of the unit when the arm swung open suddenly. There was no user or patient injury with this event. The unit was evaluated on site by the dealer service technician. The unit was repaired with an articulated arm replacement. The broken arm will be returned to the manufacturer.